Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Ref MFR report: 1627487-2013-04257. Ref MFR report: 1627487-2013-04259. It was reported, the pt was experiencing surges in stimulation which the pt reported as jolts. The sjm rep met with the pt and determined one contact on the lead had an invalid impedance. Three contacts had low impedances. X-rays were taken, but the results were undetermined. F/u identified surgical intervention may be undertaken, however, the pt was holding off until a later date. It was reported, the stimulation remained effective, but the surges were still present.